Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular lead exhibited noise and oversensing resulting in 2.5 seconds of pacing inhibition. The device remains in service. No adverse patient effects were reported.